Event description:
While patient was receiving personal care, she rolled out of the bed and onto the floor. Patient sustained fractures to the left femur and left patella along with swelling and bruising to the right eye and forehead area. An immobilizer of the left leg was placed in the emergency room and patient returned back to the facility that she resided in. She passed less than 24 hours later. Medical examiner contacted and accepted case. Death ruled to be accidental death by medical examiner. Delay in obtaining hme information from dragonfly (stateserv). Unable to obtain information from facility regarding their facility bed despite multiple attempts, including having rep going to facility in person to try to obtain the information. As of 9/16/2024 information about manufacturer and model of facility bed remains unknown.